Manufacturer narrative:
It was reported by the facility a technician experienced exposure symptoms from rapicide pa high level disinfectant (hld). The facility had moved their advantage plus automated endoscope reprocessor (aer) and as a result, the drain tube got dislodged causing rapicide pa to spill on the floor. The technician in the room thought it was water and attempted to clean the spill up using towels. When the technician left the room, they reported tunnel vision, a metallic taste in their mouth, and that they did not feel well. They were sent to the ER. The technician returned to work a few hours later and was reported to be doing fine. Medivators field service engineer was called on site to repair the drain tube. It was also determined that the filter housing was overtightened and leaking. The machine was tested, and it ran within specification. Based on the reported findings of where the source of the spill was from, the fluid would not have been hazardous. The drain solution would have been diluted, hld use solution chemistry that is not hazardous to users. The supervisor at the facility did confirm they have spill kits on site to clean up rapicide pa and admitted that the technician should have been using that at the time he attempted to clean up the leak. The facility did not follow the IFU and sds disposal instructions for rapicide pa hld. This complaint will continue to be monitored in the medivators complaint handling system

Event description:
It was reported by the facility a technician experienced exposure symptoms from rapicide pa high level disinfectant (hld).